Event description:
It was reported that 10 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: I've been buying 4mm needles for an insulin pen and as my preference. However, my last 4 purchases came on average 10 needles that do not inject insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that 10 unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: I've been buying 4mm needles for an insulin pen and as my preference. However, my last 4 purchases came on average 10 needles that do not inject insulin.